Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported "dirt" was found on a surgical pattie (ID: 801407) when it was opened during the procedure prior to patient use. The procedure was completed with a replacement product available. No surgical delay.

Manufacturer narrative:
Surgical pattie (ID 801407) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - complaint of burn mark on pattie confirmed, brown spot present on green string. Cottonoid material is formed from rayon. During processing, this rayon material is broken down into small, loose fibers. If the fibers do not break down properly, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string or x-ray is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Patties created on the hybrid machines are visually inspected during the operator before being carded. Operators fan through the stack of 10 patties counting each pattie and ensuring there are no defects. They then flip over the stack and repeat before attaching the stack to a card. Because the burn mark was missed the complaint can be attributed to operator error. Operators identified in the traveler will be retrained per an ils. What perceived to be "dirt found in the product" was actually a burn mark that happened during the manufacturing process. Therefore the complaint condition is confirmed. Root cause confirmed, per the failure analyst. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. A corrective and preventive action was implemented to minimize the issues above.